Manufacturer narrative:
The qc and calibrations were within acceptable limits without alarms. There was no indication of a performance issue for the reagent or the instrument. The centrifuge speed was found to be a little slow per most tube manufacturer's recommendations. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The initial reporter indicated quality controls were successfully run. No issues were observed. Based on the data provided a clear root cause could not be identified. A general instrument or reagent problem could not be identified. The investigation is ongoing. This event occurred in (B)(6).

Event description:
The initial reporter received questionable elecsys ferritin results on cobas e411 module with reagent lot: 39005801 exp: 30-jun-2020. Results for patient 1: the initial result was 2.0 ng/ml and the repeat result was 5.3 ng/ml. Results for patient 2 (demographics: asku): the initial result was 1.4 ng/ml and the repeat result was 4.6 ng/ml. Results for patient 3 (demographics: asku): the initial result was 1.2 ng/ml and the repeat result was 11.9 ng/ml. Results for patient 4 (demographics: asku): the initial result was 2.7 ng/ml and the repeat result was 7.5 ng/ml. On (B)(6) 2020 the results for patient 5 (female, (B)(6)) were: the initial result was 1.0 ng/ml and the repeat result was 12.5 ng/ml. Results for patient 6 (demographics: asku): the initial result was 2.3 ng/ml and the repeat result was 7.4 ng/ml. These results were not reported outside of the laboratory.